Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available the cause for the reported event cannot be determined.

Event description:
It was reported that while trying to reposition the coil in the aneurysm, it detached from the delivery wire. Since very little of the coil had been delivered into the aneurysm, the physician removed the microcatheter along with the coil without clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available for analysis.

Event description:
It was reported that while trying to reposition the coil in the aneurysm, it detached from the delivery wire. Since very little of the coil had been delivered into the aneurysm, the physician removed the microcatheter along with the coil without clinical consequences to the patient.